Manufacturer narrative:
H3, h6) as the instrument was reported to be discarded, the product was not returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H3, h6) d03 was coded as well due to an identified manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that  they are unable to verify the ent instruments. Patient tracker geometry error - 0.68mm. Geometry error of instrument tracker - not visible. Held tool away from table and tried to track. Not tracking. Other instruments are tracking. The issue was found to be the patient tracker and not the instrument tracker. After swapping patient trackers the instrument tracker started verifying without problem. After the case they used an old nipt that the account keeps and had no issue verifying instrumentation. They tried with the tracker used today and only had issues, the distance to divot error decreased when hovering over the divot but they were still unable to verify. There was no patient impact reported. Additional information was received. It was reported that there was a 10-minute surgical delay and the site continued with the plug in instruments (like the suctions). The patient wasn¿t harmed, but they weren¿t able to track/navigate with any of the ent instruments from the set.